Event description:
Customer complaint: after few round of testing, looks like the kits having accuracy issue, see attached photo, 2 blood tests from same finger, within a minute, showing 93mg/dl and 115mg/dl.